Event description:
The customer reported that they had a patient that was mobilized with plerixafor for a stemcell harvest. Per the customer, there were no signs of clumping during the collection procedure, but at the end of the procedure, they received 'return pressure' alarms and the operator noted a clot in the return line access which was able to be removed. The central access lines were free from clots at the end of the run. Although the collected product looked dark in color, it looked fine, with no clots noted. The customer sent the collected product to a stem cell lab. The next morning (01/23/2014) the stem cell lab reported to the customer that the product was not viable due to fibrin clots in the bag. Per the customer, the patient will have to be remobilized and harvested. Patient identifier and age are not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
Investigation: the collect bag and plasma bag from the optia disposable set were received for investigation. Upon visual inspection, large clots were noted in the collect bag. No leaks or defect of the bag were noted. The run data file (rdf) was analyzed for this event. The images were reviewed for this procedure and clumping was seen in the collect port developing later into the procedure around 15:01. The inlet:ac ratio was left at 12 for the entire collection. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependant on a specific platelet count and varies by patient. Therefore, every procedure should be observed for platelet clumping in the connector or the collect port. If clumping is observed it is best to eliminate the clump and stop the clotting cascade as quickly as possible.